Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), rectal haemorrhage ("gastrointestinal or digestive system condition type: rectal bleeding") and large intestine polyp ("gastrointestinal or digestive system condition type: polyp in colon") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included abdominal pain, kidney stones, chronic back pain, anxiety, depression, perineal pain, major depressive disorder and rash. Concomitant products included cetirizine hydrochloride since 2016, clonidine since 2016, fluoxetine since 2016, gabapentin since 2016 and pantoprazole since 2016. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping)"), back pain ("back pain") and flank pain ("flank pain"). In december 2011, the patient experienced urinary tract infection ("bladder or urinary problems or changes: kidney stone and multiple uti") and nephrolithiasis ("bladder or urinary problems or changes: kidney stone and multiple uti"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant) and large intestine polyp (seriousness criterion medically significant). In december 2015, the patient experienced premature menopause ("hormonal changes/I went into early menopause"). On an unknown date, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and underwent colonoscopy, removal of polyps in colon). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, rectal haemorrhage, large intestine polyp, premature menopause, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, nephrolithiasis, flank pain and gastrooesophageal reflux disease outcome was unknown, the urinary tract infection had resolved and the back pain was resolving. The reporter considered back pain, dysmenorrhoea, flank pain, gastrooesophageal reflux disease, headache, large intestine polyp, menorrhagia, migraine, nephrolithiasis, pelvic pain, premature menopause, rectal haemorrhage, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy added date of insertion was (B)(6)2010 , (B)(6)2010. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: reporters information and patient's demography was added. Date of insertion was updated. Specific events pelvic pain, premature menopause, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, kidney stone, migraines, headaches, dysmenorrhea, rectal bleeding, gerd, back pain and flank pain, essure confirmation test not performed were added. Events onset dates and concomitant drugs were added. Updated outcome of events: lower back pain to recovering/resolving and infections to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and pelvic pain to be related to essure. Further company follow-up with the lawyers is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.